Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the insulated gate bipolar transistors (igbts) q12 and q16 were shorted on the monitor defibrillator board. The cause of the test failure was the shorted components. The root cause for the shorted igbts has been unable to be positively identified. A corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.